Event description:
It was reported that the device had reached early battery depletion 9 months post implant. There was nothing unusual about the device programmed parameters that would decrease the battery as such a rapid rate. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Upon receipt the device would not communicate. The device's battery was found to be depleted. No high current drain sources were found during testing. The cause for the premature battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.